Event description:
Patient medical records were received which state that the patient underwent initial surgery to treat thoracic scoliosis and lumbar degenerative disc disease. Surgery was plif l5-s1 with peek interbody device and bmp, and psf t4-s1 with pedicle screws, rods, crosslink, cables, and iliac fixation. On a follow-up visit approximately 3 years post-op the patient reported acute onset of sharp pain on the left side of her back. She also stated she had heard a loud pop, and from then on had discomfort. X-rays showed a fracture of the left rod between the l1 and l3 pedicle screws. Per medical records, the patient had had an incident on (B)(6) 2009 where she had fallen off a fence, landing backwards, causing severe pain and injuring her back. Per the surgeon's notes, this may have been when the rod actually broke. The patient was scheduled for additional surgery to remove the posterior fixation below the t10 pedicle screw on the left side and below the t11 screw on the right side. Fusion was solid with no evidence of pseudoarthrosis. No additional hardware was implanted.

Manufacturer narrative:
(B)(4): a review of the device history records is not possible without additional device information. Without return of the device or associated records, it is not possible to determine a cause for the reported event.

Event description:
Attorney alleges that thirty-five months after the pt underwent a 5- or 6- level fusion surgery, broken rod(s) were observed. Revision surgery was performed a month later. No other details, outcomes, or other information was provided.

Manufacturer narrative:
Discs containing x-rays were returned to medtronic for evaluation. Images show a long construct for scoliosis at t4 to iliac. Subsequent films show removal of iliac screws and sacral screws. Later films confirm rod fracture on the left side at l2-3 with subsequent removal of hardware up to t10 on left side and t11 on the right. No product has been returned to medtronic for evaluation.